Manufacturer narrative:
Literature citation : seiji ohtori, sumihisa orita, chikako mannoji, kazuhide inage, jun sato, kazuki fujimoto, yasuhiro shiga, kasuhisa takahashi "latest findings on oblique lateral interbody fusion (olif)" (B)(6). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported in an abstract that total of 65 patients( 102 levels) underwent olif in this hospital.as minor post-op complications 5 cases of retrograte ejaculation were observed.